Event description:
It was reported via postmarket registry that he pump and catheter were explanted in 2006 after an implant duration of 23 months. The patient was experiencing "drug withdrawal." Inrcreased spasticity was only reported symptom. The event reason was catheter related. "Puncture in the lumbar region detection method: inability to aspirate fluid." The patient recovered without sequela. Same as manufacturer's report #: 6000030-2006-02165.